Manufacturer narrative:
Additional information was received on the event on august 31, 2020. The gender of the patient is female. Therefore, processed a3. Sex field. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30356846m number, and no non-conformances related to the reported complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(6). Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a premature ventricular contraction (pvc) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. Post-procedure the patient¿s blood pressure dropped; medication was administered but the blood pressure did not rise. Cardiac tamponade was confirmed by body surface echo. Pericardiocentesis was applied, and venous blood was drained from the pericardial space. The blood pressure stabilized, and the heart rate returned to normal after pericardial drainage. The patient was reported in stable condition when left the room. The physician commented that he did not know when the tamponade occurred and that the causal relationship is unknown. There¿s no indication that extended hospitalization was required as a result of the adverse event. No bwi product malfunctions were reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.